Event description:
After the catheter was placed in position; during onyx injection, it was reported the catheter ruptured an onyx was seen exiting proximal to the tip of the catheter into a normal arterial branch. The injection was stopped and the catheter was removed. No pt injury reported. Same event as MDR#2029214-2008-00170.

Manufacturer narrative:
The device involved in this event will not be returned for eval as it was consumed in the event.